Event description:
The core impaction drill handle overheated during test prior to a procedure. The procedure was completed without delay, and no serious injury was reported.

Manufacturer narrative:
Corrosion damage was observed within the mechanical components of the device.